Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation would be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to an other/non-product experience. No adverse patient effects were reported.